Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.